Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1958. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by abdominal pain, "loose motion", and cloudy effluent. On an unreported date, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. Treatment for the suspected peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. The patient was recovering from the suspected peritonitis event. No additional information is available.